Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Visual inspection: the unk - screws: locking: trauma (p/n: unk - screws: locking: trauma, lot number: unk) was received at us customer quality (cq). Visual inspection of the complaint device showed the screw was broken into at least two pieces. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: a document/specification review could not be performed due to the part number being unavailable. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the screw is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal and revision with a total hip surgery due to a broken unknown trochanteric femoral nailing advanced (tfna) lag screw. The implant was successfully removed and then a total hip arthroplasty was performed on the patient. The patient status is unknown. Concomitant device: unknown tfna end cap (part# unknown, lot# unknown, quantity#1). This report is for one (1) tfna fenestrated screw 90mm. This is report 2 of 3 for (B)(4).

Event description:
This report is for one (1) unknown - screws: locking.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.